Event description:
It was reported that pump displayed malfunction alarm Malf 12 and customer contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if alarm recurred, and customer acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.